Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver was becoming stuck during the start/warm-up periods. No additional event or patient information is available. The device was not returned. The data was provided. The reported event could not be confirmed through data log review. A root cause for the reported event cannot be determined.